Event description:
It was reported that pump experienced malfunction with displayed code, and no notable events occurred before issue. There was no adverse impact to customer¿s blood glucose level. Customer contacted support, performed pump reset with assistance, confirmed malfunction did not recur, was instructed to continue using pump, and was advised to call back if issue returned.